Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-07116. Follow-up information revealed the patient is having a fusion and no intervention is planned for the scs system at this time.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-07116. It was reported the patient's stimulation decreases by itself. The patient also states he has fallen multiple times over the past few months. Diagnostic testing revealed invalid impedance readings on multiple lead contacts. In turn, the patient will consult with the physician regarding surgical intervention to address the issue.

Event description:
Additional information received that patient underwent surgical intervention wherein the leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.